Event description:
Reportedly, a pt experienced an ulceration of the turbinate tissue which exposed the turbinate bone below.

Manufacturer narrative:
No device returned to the MFR. Original report received via e-mail. Made 3 requests for incident details and further info with no success. No indication of a device malfunction.